Event description:
Per email it was reported that delivery accuracy failure during annual preventive maintenance. It was run two times with the same result. No patient involvement.

Manufacturer narrative:
Other text: one cadd solis hpca pump was returned for the evaluation of the reported issue. The device was received with scratches on the lcd lens screen. A DHR, device history review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The event log showed no evidence of the reported issue. To further investigate, a functional test was performed. Customer's reported problem was not duplicated. Running three accuracy tests, the pump was found to be delivering to the manufacturing specifications. No repairs needed.

Manufacturer narrative:
One cadd solis hpca pump was returned for the evaluation of the reported issue. The device was received with scratches on the lcd lens screen. A DHR, device history review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The event log showed no evidence of the reported issue. To further investigate, a functional test was performed. Customer's reported problem was not duplicated. Running three accuracy tests, the pump was found to be delivering to the manufacturing specifications. No repairs needed.